Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and a bolus was delivered to address bg. Customer was admitted to the hospital for gastrophoresis. Regalin, zorphan, morphine, glucose, saline and injections were administered. Customer's elevated bg/gastrophoresis were resolved; there was no permanent injury. Customer was discharged on (B)(6) 2018. Customer reported that there were some problems with the cartridge as it was moving during delivery. Customer did not know if the pump/supplies were related to the elevated bg/hospitalization.